Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument. Customer reported no sample/no error for pos 1. Fse replaced defective tip clamp for position 1 to resolve the problem. The instrument was tested without further problem, and returned to expected operation.